Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter inserted into the patient successfully. After 10 minutes, the pump triggered a helium leakage alarm. Reconnecting the tubing, adjusting the balloon position, the issue still could not be resolved. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".